Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation. This medwatch report is associated with MDR #1713747-2013-00561.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Estimated blood loss was 200 cc's. Pt had no adverse effects. Sample is not available; sample was discarded.